Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a linear opening, brown particles in the shell, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis were performed which identified a linear smooth opening on the posterior side in the same location of crease. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is smooth crease opening assessed as a fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported deflation against right device. Healthcare professional additionally reported capsular contracture baker grade iii. The device has been explanted.